Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd¿ syringes with needles luer slip tip, the package had no seal. No reports of serious injury, exposure, or medical intervention noted.

Event description:
It was reported that before use of the bd syringes with needles luer slip tip, the package had no seal. No reports of serious injury, exposure, or medical intervention noted.

Manufacturer narrative:
5 samples were returned for investigation, observed open seal unit package and no transfer of sealing on the bottom web. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Probable root cause could be sealing gasket came out. The cavity block was changed immediately, and line clearance was performed at the primary packaging area. The nonconformance could have been escapees which was failed to remove by the production technician resulting it to flow to subsequent. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.